Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, architect syphilis list 08d06-39, that has similar products distributed in the us, list 08d06-31 and 08d06-41.

Event description:
The customer observed a (B)(6) result on the architect i2000sr analyzer. The following data was provided: initial (B)(6), repeat (B)(6). The sample was (B)(6) on elisa / tppa. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Both clinical seroconversion panels and in-house sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.